Event description:
It was reported that 3 days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. In 2004 the pt presented with chest pain and was diagnosed with an acute myocardial infarction. Heparin bolus was given and integrilin IV was started for 18 hours. The pt was brought to the cath lab and two taxus express stents was successfully deployed. The lesion being treated was the mid and proximal circumflex artery (cx) lesion. It was noted that the mid cx was totally occluded. After successful deployment of two taxus stents the pt was discharged home 2 days later with a regimen of aspirin and plavix. The following day, the pt presented back to the ER with chest pain. Pt returned to the cath lab that same day and was determined that the mid cx stent had a thrombus. The physician decided to treat the thrombus with another taxus stent. The taxus stent was placed over the thrombus. The procedure was successfully completed. The pt was discharged home 2 days later with the same regimen of aspirin and plavix. Pt status is reported as "good."